Event description:
It was reported that the pump battery would not charge, and the pump screen would not turn on. There was no reported impact on the customer¿s blood glucose level, as the exact level was unable to be confirmed. The customer attempted to charge the pump using a tandem charging cable and a wall outlet, but the issue persisted. Upon trying a different wall adapter, the pump began charging successfully. Technical support advised the customer to avoid non-tandem charging supplies unless specifically instructed for troubleshooting and arranged to send a replacement tandem wall adapter. No further assistance was required.